Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge was leaking. The customer¿s blood glucose 180-199 mg/dl. Customer loaded a new cartridge successfully.